Event description:
It was reported during a stenting procedure of the distal internal carotid artery (ica), the balloon was brought up to nominal pressure (6 atm) to angioplasty the vessel. The vessel was then stented with the stent and the balloon was brought back down. The stent reportedly clotted post implant, resulting in patient death. The patient did not receive plavix and/or aspirin prior to the procedure. No further details were reported.

Manufacturer narrative:
Outcomes attributed to the adverse event: death - date patient expired is unknown. Device code: no alleged device malfunction or non-conformance. Unknown as the upn and batch number were not disclosed.